Event description:
It was reported the patient experienced numbness in his legs and went to the emergency room approximately 1 week after his scs system was implanted. An epidural hematoma was found and the patient's scs system was explanted. The patient was sent to a rehab facility.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.